Manufacturer narrative:
Full name of the facility is (B)(6) hospital. This device is not sold in the us but a similar device is. The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection of the device, it was observed that the flexible tube coating was peeling. Other observations for the device are: rubber adhesive part chipped; soft tube crushed; flexible tube wrinkled; angle has play and is insufficient and has catch; and light guide serpentine scratch evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned the device for the issue of leakage. There is no harm to any patient or any persons. Upon evaluation of the returned device, it was observed that the flexible tube coating was peeling. This medwatch is being submitted for the reportable issue of the flexible tube coating peeling observed during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to stress during operation, external factors, or handling. It is recommended to that the user facility receive reinstruction about operating environment and handling. Olympus will continue to monitor field performance for this device.